Event description:
Reporter from another country has reported that a patient implanted with the cardiowest temporary total artificial heart (tah-t) has a small hole in the cannula to the left ventricle through which air can escape. The cannula has been provisionally repaired by the hospital. There was no injury to the patient. The biomedical engineer reported that he examined the cannula and his preliminary evaluation as to the cause of the hole is that the patient was retaining the cannula in his trousers belt. The syncardia cardiowest tah-t instructions for use warn against touching the device components with sharp-edged objects such as belt buckles, or covering the components with clothing. Syncardia has requested that the cannula be returned for evaluation after the tah-t has been explanted.